Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced no image during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable disconnection. Blurred or unclear images and noise. Fluid invasion on charged-coupled device (ccd). Corrosion of ccd. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The additional finding of the 'broken cable" caused the fluid to enter the charged-coupled device (ccd) and corrosion, which resulted in blurred or unclear images and noise in the image. Olympus will continue to monitor field performance for this device.